Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 454 mg/dl at the time of incident and blood glucose dropped to 356 mg/dl. Customer was treated with manual bolus. Customer was not using auto mode. Troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).